Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. No constant tone noted during testing. Analysis was unable to test for vibrate anomaly due to blank display. The insulin pump had moisture damage on motor, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer also reported that a constant tone was occurring. The customer's blood glucose was 204 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.